Event description:
It was reported that the patient had experienced lower leg pain. X-ray and an MRI with contrast revealed a slight loop in the catheter. The catheter was replaced. The patient outcome was noted as resolved without sequelae (B)(6) 2012. The pump was used to deliver morphine.

Manufacturer narrative:
Catheter model # 8709sc lot # n285195003 , implanted on: (B)(6) 2011 explanted on: unknown. (B)(4) personal therapy manager (B)(4); (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).